Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level over 300 mg/dl and diabetic ketoacidosis (dka). The cause for dka and reported bg level was unknown. Customer was treated with intravenous fluids and insulin, and was released from the hospital 3 days later. There was no permanent damage to the customer.